Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged due to the target vessel being too thick. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the lead passed introducer test. If information is provided in the future, a supplemental report will be issued.